Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a treated episode which was a wide tachycardia complete which was accelerated to ventricular fibrillation (vf) by the first shock due to double counting. The second shock was then delivered which reverted then went back to a wide tachycardia complex where a few beast were double counted and the shock and reverted to atrial fibrillation (af). No changes were made. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted. No adverse patient effects were reported. Boston scientific technical services (ts) discussed programming to another sensing vector however it was not possible to predict the result due to the unknown morphology of the ventricular tachycardia (vt) in the other vector.